Manufacturer narrative:
One cadd legacy plus was returned for analysis with damage to the battery door, and the front and rear housings. The customer's reported problem regarding no cassette detected was able to be duplicated. Simulated use testing was able to replicate the error with a disposable attached. After removal of the cassette the pump did not alarm for "no disposable attached". The pump did alarm with a double beep after it was powered up and with a disposable attached. The dso will be replaced to address the issue.

Event description:
Information was received indicating that a smiths cadd-legacy plus pump displayed a no disposable alarm. There was no reported injury to the patient.